Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. No further information was provided. According to medical records, this device was explanted sometime last year and replaced with a non boston scientific product. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.